Event description:
It was reported by the user facility that a hemodialysis pt with 2 minutes remaining of treatment became bradycardic and then coded. The hemodialysis rn returned the pt's blood and capped the pt's central venous catheter. A request for additional pt event and medical records has been made. This MDR includes all information provided to date.

Manufacturer narrative:
The hemodialysis machine (plant investigation) is anticipated. Based on the information provided, it is unk how the device may have caused or contributed to the reported event. The post market clinical dept is in the process of requesting medical records and additional clarification regarding the reported pt code during the hemodialysis treatment. A supplemental report will be submitted once the plant investigation and clinical investigation are complete. This is one of 9 MDR's submitted to document this reported event. Please ref the following MDR numbers: 8030665-2013-00591, 1713757-2013-99943, 1713747-2013-00417, 3005162618-2013-00027, 3005162618-2013-0028.